Event description:
Information received by medtronic indicated that the customer reported that the inpen screw was not moving. Troubleshooting was performed and found that the inpen was no longer dispensing insulin. No harm requiring medical intervention was reported. The customer had discontinued the use of the inpen and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. In conclusion: broken bayonet bond can affect insulin delivery. Therefore, leadscrew anomaly was confirmed. Cosmetic damage was not confirmed. Cap anomaly was confirmed. H6: type of investigation code-10 investigation findings code-3194 investigation conclusions -140 = in30af. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.